Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (bi-v ICD) reached early elective replacement indicator (eri). The bi-v ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant: 4479 lead, implanted 2006-(B)(6). (B)(4).